Event description:
Same case as MDR 6000089-2006-00234,-00235, and 6000093-2006-00216. 83 day/ after a coronary artery drug eluting stenting treatment procedure the /patient experience a non q-wave myocardial infarction (mi) and underwent a target vessel reintervention (tvr) four days later. The index procedure treated four target lesions. Target lesion 1 was a 2.75 mm vessel diameter, 99% stenosed region of the proximal left anterior descending artery (lad). The lesion was 8.0mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x16mm drug eluting stent without complication . Residual stenosis was 0% after deployment. Target lesion 2 was a 2.5mm vessel diameter, 90% stenosed region of the mid lad. The lesion was 5.0 mm in length. The physician predilated the lesion prior to placling one taxus express2 8.8% 2.5x16mm drug eluting stent without complication. Residual stenosis was 0% after deployment.. Target lesion 3 was a 2.5mm vessel diameter, 90% stenosed region of the 1st obtuse marginal artery (om). The lesion was 10.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x16mm drug eluting stent without complication. Residual stenosis was 0% after deployment. Target lesion 4 was a 3.8mm vessel diameter, 95% stenosed region of the mid right coronary artery (rca). The lesion was 10.0mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5x24mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient experienced a non q-wave mi 83 days post index procedure that was resolved 4 days later. The actions taken to resolve the mi included hospitalization, tvr, and cardiac medication change. In the opinion of the physician there was a probable relationship between the mi, the taxus stents, and the target vessels. A tvr was performed 87 days post index procedure to help alleviate the mi, and diffuse in-stent restenosis. The physician placed one taxus stent in the proximal circumflex artery, and one taxus stent in the proximal lad. Also during the procedure a j&j cipher stent was placed in the mid rca. In the opinion of the physician there was a probable relationship between the taxus stents and the tvr. The patient was discharged from the hospital in satisfactory/good condition.